Manufacturer narrative:
The device was manufactured from august 20, 2018 - august 21, 2018. The device was received for evaluation containing approximately 120 ml of fluid in their bladder/balloon. A visual inspection was performed via the naked eye and under the microscope found no evidence of particulate matter in the sample. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported particulate was noted in a small volume folfusor. The event was reported as "5fu in thread"; however, it was indicated the particulate was in the tubing not in the thread. The set was filled with 5-fluoruracil. There was no patient involvement. No additional information is available.